Manufacturer narrative:
Upon receipt of this artificial urinary sphincter (aus) at our quality assurance laboratory, the returned components underwent a thorough analysis. The cuff and pump components were visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the components. The balloon was visually examined and functionally tested. The balloon failed functional testing with a pressure below the product specifications. Inspection of the remainder of the device revealed no other damage or irregularities that would affect its functionality. The reported crack in the cuff connecting tube could not be confirmed but the balloon issue could affect the functionality of the device.

Event description:
It was reported that the patient went to the hospital because the artificial urinary sphincter (aus) was not working properly. Two weeks later a revision surgery was performed, and it was confirmed that there was a crack in the cuff connecting tube. The whole aus system was removed and replaced. The cause of the cuff connecting tube crack was not detailed by the hospital. No patient complications were reported.

Event description:
It was reported that the patient went to the hospital because the artificial urinary sphincter (aus) was not working properly. Two weeks later a revision surgery was performed, and it was confirmed that there was a crack in the cuff connecting tube. The whole aus system was removed and replaced. The cause of the cuff connecting tube crack was not detailed by the hospital. No patient complications were reported.